Event description:
It was reported that the patient experienced a syncope episode and the health care professional (hcp) requested review of this implantable cardioverter defibrillator (ICD) data to confirm device operation. Upon review, it was found that the ventricular rhythm of this patient accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered two appropriate shocks. The second shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.